Manufacturer narrative:
(B)(4): this customer reported that the ECG leads cables came apart while moving a patient and they could not re-establish the leads ECG waveform when the cables were reconnected. The customer has stated that there was no negative impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the ECG leads cables came apart while moving a patient and they could not re-establish the leads ECG waveform when the cables were reconnected.